Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the baker grade of capsular contracture is IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: left-mentor memorygel 250cc silicone breast implant,catalog number 3502504bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 250cc silicone breast implants which the right side has issue with capsular contracture after implantation. Report indicated hardening of the right breast and more round, breast were not symmetrical. Left implant is dropping more than the right one. Right is higher than the left breast. Patient will see the surgeon to find out the result of MRI examinations.. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.